Event description:
Pt had subcutaneous ICD procedure. During the course of the introduction of fibrillation for device testing, the pt's left shoulder dislocated with an associated avulsion fracture of the left humerus. The dislocation and fracture were discovered when the pt complained of shoulder and arm pain in the post anesthesia unit, and x-rays were subsequently taken. Pt required surgery for repair of shoulder/fracture. (Performed at another facility after discharge.) MFR was notified of dislocation and fracture that probably occurred when fibrillation was induced. Our facility is awaiting guidance from the MFR for a process that may mitigate the risk of dislocation/fracture.